Event description:
Healthcare professional reported right side damage, silicone gel made contact with the patient, intra- and extracapsular damage, cyst, disfigured, narrowing of the capsule, nipple asymmetry, and connective capsule was very wide. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process ¿ cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Distributor reported via healthcare provider "during the magnetic resonance imaging (MRI) examination of the breast, damage to the right breast implant was found." It was also noted that silicone gel made contact with the patient. MRI was provided which reported "intra- and extracapsular damage to the right implant. Single cysts in breast of up to 5mm." The case history of the patient was also provided which noted "the patient reports damage to the right breast implant. Damage detected during a follow-up ultrasound examination and confirmed by a magnetic resonance imaging examination. Patient is asking for breast symmetry. After surgery, the right breast became disfigured. Operated upon for this reason a few years ago but did not explant. Patient had a narrowing of the capsule around the right breast implant. Nipple asymmetry occurred again. Operated upon again for this reason but did not explant. Patient had a narrowing of the capsule around the implant on the lower and side sides. After surgery patient she did not notice any significant improvement in the appearance of nipples. I informed the patient about the need to replace the implant." A surgery description was also provided and noted "implant completely damaged. Gel still in one part. Removed the remnants of the implant coating along with the gel. After removing the gel, it turned out that the connective capsule on this side was very wide. On the medial side, it reached almost half of the sternum ¿ on the border of the synmastia. It was also significantly widened on the side. The capsule was narrowed from the lateral inferior and medial sides with sutures." The device has been explanted and replaced with another manufacturers device.